Event description:
It was reported that pump displayed an incorrect insulin amount and mobile app showed a fill estimate of 0 units after pump shut down due to depleted battery, even though customer expected insulin to remain in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer chose not to reload cartridge at that time and planned to call back later, and technical support explained that insulin on board and maximum hourly dose limits had reset to zero, advised that cartridge must be reloaded with at least 30 units and continuous glucose monitor must be manually restarted, which customer understood and acknowledged.